Event description:
We rec'd a report from our regional mgr for (B)(4) reporting that he was contacted by a vns physician in (B)(6). It was reported that they had a vns pt who had a rapid increase in their seizures after their vns was turned on and had been in a coma since (B)(6) 2011. The pt had their vns system implanted (B)(6) 2011. The pt had their generator switched off, although their doctor does not think his coma is related to the vns. It was reported that the main reason for being in a coma this time, according to the analysis by their doctor was the following. He had a big argument with his family and then left home for two days. During the two days, he missed all his medications and therefore when he returned home he was very weak. One day after he was in a coma. It is not known at this time if the report of his increase in seizures was above his prevns seizure rate.